Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized on (B)(6) 2018 due to a high blood glucose of 387 mg/dl. Customer was treated with manual injection and insulin pen. Customer did not mention any symptoms related to the high blood glucose. The customer was wearing the insulin pump during the hospitalization. The customer declined troubleshooting for high blood glucose. The insulin pump will not be returned for analysis.